Event description:
The manufacturer was notified that the hcp observed excess fluid collection in the patient's ear. The patient was referred to the ent and was given drops treatment for one (1) week.